Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported the patient woke up this morning and didn't feel stimulation so he used the controller and received the message "no device found". Patient stated he was unable to charge implant. Patient stated that he called his manufacturer's representative (rep) earlier today and he removed the battery and kept it out for 5 minutes and then tried again however still received the same message. Patient stated that he charged the controller for about 5 minutes however that did not make a difference. Charge quality was reported as excellent. Patient was able to find ins. Patient stated the ins battery was in the red. Patient stated he typically charges once a week and did charge last week. Patient stated that he did have a reprogramming session last week. Troubleshooting resolved the reported issue. No further complications were reported/anticipated.